Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator settings were unable to be changed. While attempting to change the ipap from 4 to 8, it went from 8 to 4 on it's own, resulting in being unchangable. The issue occurrs with other settings as well. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a trilogy evo o2 ventilator settings were unable to be changed. While attempting to change the ipap from 4 to 8, it went from 8 to 4 on it's own, resulting in being unchangeable. The issue occurs with other settings as well. There was no harm or injury reported. There was no reported patient involvement. The trilogy evo o2 ventilator was returned and evaluated by a manufacturer's service center. The service technician states that the reported issue was not duplicated by an operational check. It was confirmed that during changes to each setting item, no forced changes occurred and that both + and - changes were made normally in accordance with the touch operation of the display. It was confirmed that there were no errors indicating a device failure recorded in the device error log. The unit was disassembled, and an internal inspection was performed. It was confirmed that there were no abnormalities related to the issue. Functional tests were performed and confirmed that all items passed. The issue was reported to the manufacturer in the united states with a request for software improvement. Additionally, the in line filter and prox were replaced due to dirt. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.